Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) hypoglycemia [hypoglycaemia] a leak inside the pen,suspects cartridge leakage [product leakage] patient feels that they may not have received their injections properly/doubts on injected units [incorrect dose administered by device] display area at the end of the pen appeared to be contaminated with product, with a small bubble and a greasy texture [product contamination] display area at the end of the pen appeared to be contaminated with product [device information output issue] patient believe the issue originates from the plunger mechanism [device issue] case description: this serious spontaneous case from france was reported by a physician as "a leak inside the pen,suspects cartridge leakage(product leakage)" beginning on (B)(6) 2026, "hypoglycemia(hypoglycemia)" with an unspecified onset date, "patient feels that they may not have received their injections properly/doubts on injected units(incorrect dose administered by device)" with an unspecified onset date, "display area at the end of the pen appeared to be contaminated with product, with a small bubble and a greasy texture(device contamination during use)" with an unspecified onset date, "display area at the end of the pen appeared to be contaminated with product(device image display issue)" with an unspecified onset date, "patient believe the issue originates from the plunger mechanism(device plunger issue)" with an unspecified onset date, and concerned a 73 years old male patient who was treated with novopen echo plus (insulin delivery device) from unknown start date for "type 1 diabetes mellitus", , novorapid penfill (insulin aspart 100 u/ml) from unknown start date for "type 1 diabetes mellitus", patient's height: 172 cm patient weight and body mass index were not reported current condition: type 1 diabetes mellitus (since 1997), gonarthrosis (since 2005), lombarthro-sis (since 2005), disc disease (since 2005), polyarthrosis (since 2014). Concomitant products included - tresiba penfill 100 u/ml (insulin degludec 100 u/ml). On (B)(6) 2025, hba1c (glycosylated haemoglobin) was 6.6 %. On (B)(6) 2026, hba1c (glycosylated haemoglobin) was 6.8 %. On an unspecified date, patient reported that the display area at the end of the novopen echo plus appeared to be contaminated with product, with a small bubble and a greasy texture. Patient believed that it indicated a leak inside the novopen echo plus. Patient reported that from (B)(6) 2026 to (B)(6) 2026, dose selector was filled with liquid (suspects cartridge leakage) and doubted on injected units. Patient wiped several times; it continued to fill with product. Patient reported that plunger was covered in product, and the patient felt that may not have re-ceived the injections properly. Patient believed issue originated from the plunger mechanism. On an unspecified date, patient experienced hypoglycemia and does not know whether it was related. Novopen echo plus was purchased in december 2024. Patient reported no drops, no exposure to water, and no other external damage. Patient changed the novorapid penfill cartridge 15 days ago. While waiting for the new pen, patient used an old novopen echo plus. New novopen echo plus received 8 days later. Batch numbers: novopen echo plus: nvgan72 . Novorapid penfill: requested. Action taken to novopen echo plus was reported as unknown. Action taken to novorapid penfill was not reported. Event abated after use stopped or dose reduced for novorapid doesn't apply event reappeared after reintroduction of novorapid doesn't apply on (B)(6) 2026 the outcome for the event "a leak inside the pen, suspects cartridge leakage (product leakage)" was recovered. The outcome for the event "hypoglycemia(hypoglycemia)" was unknown. The outcome for the event "patient feels that they may not have received their injections properly/doubts on injected units (incorrect dose administered by device)" was unknown. The outcome for the event "display area at the end of the pen appeared to be contaminated with product, with a small bubble and a greasy texture (device contamination during use)" was not reported. The outcome for the event "display area at the end of the pen appeared to be contaminated with product (device image display issue)" was not reported. The outcome for the event "patient believe the issue originates from the plunger mechanism (device plunger issue)" was not reported. Reporter's causality (novopen echo plus) - a leak inside the pen, suspects cartridge leakage (product leakage): unknown. Hypoglycemia(hypoglycemia): unknown. Patient feels that they may not have received their injections properly/doubts on injected units (incorrect dose administered by device) : unknown display area at the end of the pen appeared to be contaminated with product, with a small bubble and a greasy texture(device contamination during use) : unknown display area at the end of the pen appeared to be contaminated with product(device image display issue) : unknown patient believe the issue originates from the plunger mechanism(device plunger issue) : unknown company's causality (novopen echo plus) - a leak inside the pen,suspects cartridge leakage(product leakage) : possible hypoglycemia(hypoglycemia) : possible patient feels that they may not have received their injections properly/doubts on injected units(incorrect dose administered by device) : possible display area at the end of the pen appeared to be contaminated with product, with a small bubble and a greasy texture(device contamination during use) : possible display area at the end of the pen appeared to be contaminated with product(device image display issue) : possible patient believe the issue originates from the plunger mechanism(device plunger issue) : possible reporter's causality (novorapid penfill) - a leak inside the pen,suspects cartridge leakage(product leakage) : unknown hypoglycemia(hypoglycemia) : unknown patient feels that they may not have received their injections properly/doubts on injected units(incorrect dose administered by device) : unknown display area at the end of the pen appeared to be contaminated with product, with a small bubble and a greasy texture(device contamination during use) : unknown display area at the end of the pen appeared to be contaminated with product(device image display issue) : unknown patient believe the issue originates from the plunger mechanism(device plunger issue) : unknown company's causality (novorapid penfill) - a leak inside the pen,suspects cartridge leakage(product leakage) : possible hypoglycemia(hypoglycemia) : possible patient feels that they may not have received their injections properly/doubts on injected units(incorrect dose administered by device) : possible display area at the end of the pen appeared to be contaminated with product, with a small bubble and a greasy texture(device contamination during use) : possible display area at the end of the pen appeared to be contaminated with product(device image display issue) : possible patient believe the issue originates from the plunger mechanism(device plunger issue) : possible preliminary manufacturers comment: (B)(6) 2026: the suspect product novopen echo plus has been returned to novo nordisk for evaluation. Investigations are ongoing. No conclusions reached. Reason for non-evaluation of device. 02 device evaluation anticipated, but not yet begun.

Event description:
Case description: batch numbers: novopen echo plus: nvgan72. Novorapid penfill: rr72ma3. Investigation result: name: novopen echo plus rouge, batch number: nvgan72 the device was returned with the cartridge from this case mounted. A visual examination of the returned product was performed. Sticky matter observed on pen parts (internal or external) e.g. Oily substances. The fault had no impact on dose accuracy or other critical pen functions. The observed problem could not be related to any novo nordisk processes and was a result of accidental damage during use of the device. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The electronic register was checked. A number of end of dos mismatches were observed. Visual examination and functional testing were performed. The memory display showed the last dose upon receipt. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. During examination of the pen, the mechanical and electronic functions worked normally for pre-set doses. The dose accuracy was measured by weighing.the product was found to be normal. The results were found to comply with specifications. During examination of the product, no irregularities related to the complaint were detected. Investigation results name: novopen echo plus, batch number: nvgan72. The device was returned with the cartridge from this case mounted. A visual examination of the returned product was performed. Sticky matter observed on pen parts (internal or external) e.g. Oily substances. The fault had no impact on dose accuracy or other critical pen functions. The observed problem could not be related to any novo nordisk processes and was a result of accidental damage during use of the device. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The electronic register was checked. A number of end of dos mismatches were observed. Visual examination and functional testing were performed. The memory display showed the last dose upon receipt. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. During examination of the pen, the mechanical and electronic functions worked normally for pre-set doses. The dose accuracy was measured by weighing.the product was found to be normal. The results were found to comply with specifications. During examination of the product, no irregularities related to the complaint were detected. Since last submission case has been updated with following information "malfunction", "is non reportable" field updated. Investigation results updated "expected date of fu" removed. Final report ticked, current location of device updated annex b,c,d,g codes updated. Narrative updated accordingly. 21-mar-2026: the novopen echo plus in question was returned to novo nordisk for assessment. During the initial inspection, a sticky substance was identified on certain pen components. However, this did not affect the pen's dose accuracy or any essential functions. Both visual checks and functional tests were carried out, with the memory display showing the last administered dose upon arrival. Dose accuracy was verified through weight measurement, confirming the device operated within normal parameters. All findings were in line with specifications; therefore, the case has been classified as final non-reportable. H3 continued: evaluation summary name: novopen echo plus, batch number: nvgan72. The device was returned with the cartridge from this case mounted. A visual examination of the returned product was performed. Sticky matter observed on pen parts (internal or external) e.g. Oily substances. The fault had no impact on dose accuracy or other critical pen functions. The observed problem could not be related to any novo nordisk processes and was a result of accidental damage during use of the device. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The electronic register was checked. A number of end of dos mismatches were observed. Visual examination and functional testing were performed. The memory display showed the last dose upon receipt. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. During examination of the pen, the mechanical and electronic functions worked normally for pre-set doses. The dose accuracy was measured by weighing.the product was found to be normal. The results were found to comply with specifications. During examination of the product, no irregularities related to the complaint were detected.